Event description:
Additional information received reported the manufacturing representative did not have any information about how the patient did post operation. The reporter stated the patient remained in-patient post operation.

Event description:
It was reported there was an unknown critical alarm. It was noted the pump battery prematurely depleted. The reporter stated the pump started to alarm on (B)(6) 2014 and the patient went to see their healthcare professional on (B)(6) 2014 due to the alarm. It was noted the pump logs showed safe mode/low battery. It was further noted the patient was admitted to the hospital that day and the pump was replaced on (B)(6) 2014. It was noted that there were no patient symptoms or complications associated with this event. It was further noted the patient status at the time of this report was alive with no injury. The pump contained compounded baclofen. Additional information received reported that an alarm was heard and confirmed by telemetry. It was noted that telemetry confirmed a critical alarm. It was further noted that safe state, and low battery reset occurred. The reporter stated the low battery reset occurred on (B)(6) 2014. It was noted the patient claimed they heard the alarm yesterday. It was further noted the patient had symptoms, but also had other health issues. The reporter stated the pump was currently at minimum rate mode due to the safe state message. It was later reported the pump contained bupivacaine, baclofen, and dilaudid (hydromorphone). Additional information received reported the patient saw their hcp due to the pump alarming. It was noted the hcp interrogated the pump and the pump was in safe mode. It was further noted the logs showed low battery and the elective replacement indicator was 20 months. It was noted that a rotor study and dye study were not performed. It was noted that there was no patient death. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID: 8731, lot# b002451n32, implanted: (B)(6) 2003-, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed motor feedthru anomaly/shorting across insulator.